Manufacturer narrative:
Information related to this event has been reported in related manufacturer reference number: 2135147-2023-04342-00. All further information will be reported there.

Event description:
Information related to this event has been reported in related manufacturer reference number: 2135147-2023-04342-00. All further information will be reported there.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (r792440401, r792440701). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet occluder was successfully implanted in a patient using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was placed under general anesthesia and administered heparin for procedure. The patient had an activated clotting time (act) level of 282 seconds. On (B)(6) 2023, it was noted via echocardiogram, that the patient had a small stable pericardial effusion and the patient complained of chest in the postoperative area. The patient was not treated and was discharged. However, on (B)(6) 2023, the patient presented to the emergent with chest pain and shortness of breath. It was determined that the patient hemoglobin and hematocrit levels were low. The patient was transfused with packed red blood cells and their antithrombotic medication (dapt) was withheld. A transesophageal echocardiogram (tee) was performed and revealed a moderate sized pericardial effusion. The patient was admitted to the hospital. On (B)(6) 2023, the decision was made to perform a pericardial window and transfuse the patient again. Thereafter, there was no pericardial effusion noted via tee. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.